Manufacturer narrative:
The device was not returned as the stent remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the index procedure took place on (B)(6) 2019 during which a 2.25 x 23 mm xience sierra stent was implanted for treatment of an unspecified vessel. The patient was readmitted to the hospital on (B)(6) 2019 for sepsis and other unspecified cardiovascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.